Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels. His blood glucose level was 454 mg/dl. A small air bubble was found inside the tubing. In the alarm history a threshold suspend and a no delivery alarm were found. The product will return. Nothing further to report.